Event description:
Rptr alleged discrepant back to back blood glucose values on the advantage sys of 449 mg/dl versus 160 mg/dl and 288 mg/dl versus 136 mg/dl when the comparisons were performed 1 min apart. No info was provided by the rptr whether any actions were taken or treatment was rec'd by the customer. A request was made for the return of the suspect device and replacement prod was sent.